Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.

Event description:
Reported one false positive flu result on sofia flu+sars. It is unknown whether it was on flu a or flu b. Unknown if the result was confirmed. Confirmation method(s) not provided.